Event description:
It was reported that the tip of the screwdrivers broke in the screw during screw insertion. A portion of the tip remains in the screw head. An additional screwdriver was used to complete the surgery.